Manufacturer narrative:
Reported event of no ble telemetry and premature battery depletion was confirmed. Device arrived unable to interrogate. Device was cut open and determined that battery was at end of life (eol) level upon receipt. Further analysis of device hybrid was performed and showed normal device characteristics. A longevity calculation was performed and found the battery depletion was premature. The premature depletion conditions could not be reproduced during analysis.

Event description:
It was reported during in clinic follow up that the insertable cardiac monitor (icm) exhibited premature battery depletion and was unable to be interrogated. The device remains implanted. There were no patient consequences.

Event description:
Additional information was received that the device was explanted. The patient was stable.